Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing noise and exhibiting a high out of range pacing impedance measurement of greater than 2500 ohms. The physician determined the lv lead was fractured. A revision procedure is currently being planned but for now, the lv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the left ventricular (lv) lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the left ventricular (lv) lead was explanted and replaced. A fracture of the lv lead was identified near the location of the subclavian vein. No additional adverse patient effects were reported.